Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the patient had many cycler replacements due to fluid leaks occurring after or during patient¿s peritoneal dialysis (pd) treatment. The leak was observed inside of the cassette compartment. Upon follow up with the pdrn it was confirmed that the patient experienced no adverse event or medical intervention as a result of the fluid leak. The pdrn stated that due to many cycler replacements it was recommended to the patient to have her catheter re-adjusted. While waiting for the catheter readjustment the patient¿s peritoneal dialysis (pd) treatment was cancelled and patient was moved to in-center hemodialysis (hd) for treatment. The patient has since transitioned to in-center hemodialysis treatment and completing hd treatment successfully. Catheter manufacturer is unknown since the additional information was not provided. The cassette product has been discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.